Event description:
A report that a patient's system had been explanted was received. The patient was explanted because it did not relieve the patient's pain. Several attempts were made to retain further information from the explanting physician. The physician refuses to give any information regarding the explant.